Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 470 mg/dl. Insulin injection was administered. Ketone level was moderate to high. Blood was found in the infusion set. Type of infusion set was not reported. The infusion set was changed. Although multiple attempts were made by tandem technical support to contact customer for additional information, customer did not reply.